Event description:
Nellcor puritan bennett received a call from a rep on 08/02/1999. Facility called to report the following problem: vent seemed to be autocycling for no apparent reason. No pt harm. No alarm noted.